Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported to company representative a bilateral case of overcorrection, noted at day two post lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided: attempts have been made to obtain additional information, at this time no additional information has been received. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.